Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: hungary. It was reported that the suture split from the needle.

Manufacturer narrative:
Samples received: 1 unopened racepack. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 180 units of this code-batch. There are no units in our stock. We have received one closed sample to analyze this complaint. We have tested the needle attachment of this sample received and the result fulfils the requirements of the european pharmacopoeia (ep): xi= 5.17 kgf (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). A minimum of five samples would be preferred because is the minimum number of units that requires the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the result of the sample received fulfils the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.